Event description:
Patient reported experiencing unexplained high (379 mg/dl) and low (28 mg/dl) blood glucose levels for the past few days. Patient reported that device generated multiple errors/alerts that they were able to clear. There was no obvious cause for the erratic blood glucose, but the patient alleged that the device was at fault. Patient self-treated high/low blood glucose.